Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead.

Event description:
It was reported that the patient present for a routine implant. During the procedure the right atrial lead exhibited an excessive amount of noise and no sensing when tested on the pacing system analyzer. The noise interfered with the measurement of capture and impedance. The physician attempted to reposition the lead, change the analyzer cables, and reset the analyzer; however, the issue persisted. The procedure was completed with a replacement lead, and the patient was in stable condition throughout.

Manufacturer narrative:
Correction: b5 and h6: additional device code for failure to sense, as alleged in the initial complaint.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient present for a routine implant. During the procedure the right atrial lead exhibited an excessive amount of noise when tested on the pacing system analyzer. The noise interfered with the measurement of capture and impedance. The physician attempted to reposition the lead, change the analyzer cables, and reset the analyzer; however, the issue persisted. The procedure was completed with a replacement lead, and the patient was in stable condition throughout.